Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been waking up with low blood glucose. The customer¿s blood glucose level at the time of the incident was 47 mg/dl. The customer treated their low blood glucose with food. The customer¿s current blood glucose level was 178 mg/dl. The customer¿s health care professional had told them to lower the basal rate setting from 2.4 to 2.0. The customer stated that they had lost a significant weight and ever since then, he had started getting low blood glucose. The customer stated they had been experiencing low blood glucose for 6 months. The customer¿s blood glucose perimeters had been between 80 mg/dl to 130 mg/dl but had gradually started to go down from 70 mg/dl to 40 mg/dl. Troubleshooting was performed. Additionally, the customer reported that the reservoir compartment had a crack. They also received a failed battery test. Troubleshooting was performed. The alarm did not recur. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken belt clip slot, broken reservoir tube lip and broken battery cap.